Event description:
It was reported that the patient experienced an ischemic stroke post tcar. An enroute transcarotid neuroprotection system was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. The patient presented as symptomatic with left arm weakness. The patient was prescribed a double loading dose of plavix based on the p2y12 inhibitor test results. The procedure went smoothly and all tcar steps were followed. The patient's right vertebral artery was hypoplastic/diseased, so blood pressure and heart rate were very important in this case. Flow reversal was confirmed after the clamp was placed, and post procedure, the filter had evidence of significant debris. After the patient woke up from anesthesia, they were neurologically intact. However, the patient was unable to move his left arm or squeeze the doctor's hand. The patient could move his left leg without issue. The patient underwent a computed tomographic angiography (cta) scan of the head and neck. According to the physician, the cta revealed the stent was patent and there were no large vessel occlusions. Neurology was then consulted, and they recommended increased systolic blood pressure goals and a magnetic resonance imaging (MRI) of the brain. MRI review revealed multiple new acute to subacute infarcts of the right cerebral hemisphere following the right sided tcar. Upon review, there was no indication for intervention. The patient had recovered almost completely at the time of reporting.

Manufacturer narrative:
Patient details were requested but were unavailable according to the customer.